Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that prior to the loading the valve into the delivery catheter system (dcs) the valve was rinsed in 3 bowls with a 1 minute rinse each. Vigorous rinsing was the reported rinse technique.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported following a transcatheter pulmonary bioprosthetic valve replacement procedure, the patient reported chest pain. Clinical assessment deemed it to be glutaraldehyde induced pleuritic chest pain due to the sterilant solution the prosthetic valve was submerged in for preservation and packaging until used for the valve implant procedure. The patient was administered non-steroidal anti-inflammatory drug medications with a positive response. On the first post-operative day, a blood sample was obtained and test results showed leukocytosis (an elevated white blood cell (wbc) count); however, all other blood laboratory tests results were within normal limits. The blood sample was cultured and showed no growth; results were negative. On post-operative day three, an electrocardiogram was performed and showed the patient had developed an arrhythmia determined to be edema induced accelerated idioventricular rhythm of the right ventricular outflow tract. The arrythmia was treated with betablocker medication. On the fourth post-operative day, an echocardiogram was performed; imaging demonstrated trivial pleural effusion. Subsequently, an anti-inflammatory-type of medication was given empirically which led to symptom improvement. The chest pain and elevated wbc count were reported as resolved on post-operative day five. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the white blood cell count measures 19.9 k/ul on post-operative day one. On post-operative day 3 the blood cultures noted no growth. The leukocytosis and the accelerated idioventricular rhythm were reported as causal to the valve.